Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the caregiver experienced air alarms. While adjusting the arterial access needle, the access needle became dislodged. There was prolonged heavy bleeding from the dislodged access needle site, and rinseback was not able to be performed, which resulted in approximately a 400cc blood loss. No med intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to a dislodged access needle and to the proper supplies not being handly to stop the bleeding at the pt's access needle stie upon the access needle dislodgement. The cycler alarmed appropriate to access needle issues. There is no evidence of a device malfunction. Nxstage reviewed the blood loss with the facility. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.